Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02477). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated when an asymptomatic patient presented in clinic for a routine follow-up. During ECG monitoring, pacing support was not being delivered. Numerous programmers and equipment were attempted but no communications could be established. The device was explanted and replaced.